Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 1800 mcg/ml of fentanyl at 365.3 mcg/day and 30 mg/ml of marcaine (bupivacaine) at 6.088 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that the patient's personal therapy manager (ptm) was showing an error code of 8286, indicative of an empty pump reservoir. The patient reportedly had not missed refill, but was scheduled to have their pump refilled on (B)(6) 2018. The patient noted that "everything was working fine, but then [on (B)(6) 2018] I started seeing this code". The patient also noted that they did hear a "beeping" that could have been the pump on that same day, however, the patient did not know if it was a "single beep or triple tone alarm". No symptoms were reported. No further complications were reported.